Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue error 356.6710 was confirmed. Received on 07-jan-2025 into bd san diego operation¿s lab. Unit was received unboxed and with paperwork. Unit powered on with error code 356.6710. Internal inspection revealed that the flange detect sensor harness was damaged. A test flange detect sensor was installed in the unit and error 356.6710 did not appear at power up. Error 356.6710 due to damaged flange detect sensor. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace damaged flange detect sensor. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 356.6710. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 356.6710. There was no patient involvement.